Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple replace battery alarms and low battery warnings were recorded. Evidence of excessive battery usage/short battery life was observed in the pump¿s black box history. The pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery cap was able to be fully tightened to the pump. No power losses occurred during testing. The battery compartment was intact; no damage was noted. The pump¿s electrical current draws were found to be out of the required specifications. Further investigation revealed that multiple components of the printed circuit board were defective causing short battery life. The pump case was removed and no evidence of moisture was found inside the pump. There was no evidence of intermittent contact found to the battery terminal contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that new lithium batteries only lasted eight hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.